Event description:
It was reported that this right atrial lead exhibited pace impedance measurements of greater than 2000 ohms. It was noted that there appeared to be a lead fracture. The clinic was unable to reproduce noise with isometrics. Reprogramming was performed. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).